Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/30/2020. Corrected information: d3,g1,g2. Additional information: d10. H3 evaluation: a failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were x-rays taken to locate the needle piece(s)? Was the needle piece(s) retrieved during the same procedure? Does a piece of the needle remain in the patient¿s tissue? Size of the needle piece retained. Are any plans in place to remove the needle piece in future? What was used to complete the procedure? Was there any additional tissue damage as a result of searching for the needle piece?

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2020 and the suture was used. During surgery, while interrupted suturing, the needle was broken easily at the swage part after passing the needle through the tissue. There were no adverse consequences to the patient.